Event description:
A female pt reported experiencing an ocular burning sensation and grittiness after using ultracare with b12. She noted that the solution was pink, and that the tablet had not completely dissolved; the tablet MFR has determined that incomplete dissolution of a tablet would not be likely to affect the tablet's neutralization process. She was treated by her dr who gave her erythromycin ointment. The pt stated it was given prophylatically. In follow up with the pt's dr, he stated that he couldn't rule out the possibility of a serious injury and that the pt's experience was due to use of the ultracare sys. Her symptoms resolved within 24 hrs.